Event description:
A healthcare facility in canada reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the pcb of the subject mr850 respiratory humidifier was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: testing of the subject pcb confirmed that no sound was generated from the speaker. Additional resistance testing identified an open circuit in the speaker's coil. Conclusion: the cause of the speaker failure was an open circuit in the speaker coil. The mr850 respiratory humidifier product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in canada reported that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient involvement.